Event description:
The customer reported that during a routine check of the unit, the fan failed to operate and there was "no battery charge"; the unit only ran on battery power. No patient injury was reported.